Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No audio anomaly was noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
The customer reported via phone call that they had a beep anomaly. Customer stated their insulin pump does not beep. Customer stated the insulin pump did not beep when their reservoir was low. The customer's blood glucose was 315 mg/dl. The customer stated the alert type was set to beep. It was also found the insulin pump failed a self test. The customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.